Event description:
Surgical pt - after induction and intubation anesthesia equipment failed, monitor said system malfunction. The machine turned off and the crna hand ventilated the pt. The machine was unplugged from the electrical outlet. It was then replugged and the system reset. It then worked without difficulty.